Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2019 where the physician attempted to place an additional percutaneous lead but was unable due to scar tissue (related manufacturer reference number: 3006705815-2019-02418). The original lead remains implanted.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient was experiencing ineffective stimulation due to high impedances. Surgical intervention is pending.